Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin due to requesting two boluses within a short amount of time. Customer's blood glucose (bg) ranged between 42-55 mg/dl. Reportedly, the customer suspended insulin delivery to treat bg level. Recommendation was made for customer to discuss event with a healthcare provider.